Manufacturer narrative:
The reported events of failure to capture, high pacing impedance, and low sensing were not confirmed. As received, a partial lead which included only distal portion was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The impedance test was unable to be performed due to the condition of the lead. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis revealed a visual inspection of the partial lead found an external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the distal region. The cause of external insulation abrasion is consistent with friction to another device or feature of the heart.

Event description:
It was reported that loss of capture, high pacing impedance, and low sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.